Event description:
IV pump spontaneously stopped without alarming. When attempted to resume IV drip, pump still reads "stopped." Biomed investigation indicates malfunction is due to intermittent fluid shield failure.